Event description:
It was reported to medtronic minimed that the customer experienced reservoir compartment damaged. The customer reported no adverse event. The event involved product(s) mmt-554wwb. Troubleshooting was not performed. No harm requiring medical intervention was reported. Mmt-554wwb was requested and the product was returned for analysis.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Unit received with detached end cap. Unable to perform displacement test due to physical damage to case. The test p-cap/reservoir does lock into place. The following were noted during visual inspection: cracked battery tube threads, partial broken reservoir tube lip, scratched case, cracked reservoir tube window, cracked case at reservoir tube window corner, stained end cap sticker, stained address/serial number label. Unit received with detached end cap and partial broken reservoir tube lip confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.